Manufacturer narrative:
Insulin pump received with no button response due to moisture keypad traces. Unable to confirm failed battery test due to keypad unresponsive. No ramping numbers noted on the display. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted. (B)(4)

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 205 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.